Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported the pump displayed an error message and worked intermittently. They also stated the bottom connection latch of the pump would not connect to another device. There was no harm.